Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator recorded respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate mode switch episodes. Technical services reviewed the case and recommended turning off the rrt feature. In addition, right ventricular (rv) low amplitude measurements were noticed on several occasions. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).